Event description:
A customer reported the cvs manuka honey has been used since last year following a surgery and recently developed an infection, and neither the patient nor the doctor have been able to determine the cause. The patient has been treated almost every month since july with injections and/or freezing/burning. The last treatment was in (B)(6).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.